Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl power PICC solo catheter. A gross visual inspection of the catheter found that a longitudinally aligned tear was present between the 1cm and 2cm depth markers. A leak test using water and a 12ml luer lok syringe confirmed that the tear site leaked. Microscopic inspection of the tear found that the edges were sharp and well defined. Additionally, the fracture surface was granular. Near the tear site was a deformation on the catheter tubing which extended in a straight line, passing through the tear site. The deformation appeared to cause a depression in the tubing material. The catheter wall thickness was measured at the location of the deformation and found be within specification per rm5000435. Based on the available evidence it was not possible to conclusively determine the root cause.

Event description:
It was reported pore catheter. Pericardial reflux. The catheter was inserted on (B)(6) 2023. On (B)(6) 2024, when infusing, they observed pericatheter reflux coming out of the insertion point. They decided to remove the catheter and observed a pore in centimeter 2. Additional information received 03/26/2024: the only repercussion for the patient was that they had to remove the PICC when he still needed it and had to put in a new one, making the patient undergo another intervention unnecessarily. We requested doppler ultrasound to rule out a thrombus and then a contrast plate where it was confirmed that the leak was very proximal because the contrast did not reach well and pericatheter was visible. We proceeded to remove the catheter by infusing serum at the same time and we could verify that it had a leak about 2 cm from the proximal part.

Event description:
It was reported pore catheter. Pericardial reflux. The catheter was inserted on (B)(6) 2023. On (B)(6) 2024, when infusing, they observed pericatheter reflux coming out of the insertion point. They decided to remove the catheter and observed a pore in centimeter 2. Additional information received 03/26/2024: the only repercussion for the patient was that they had to remove the PICC when he still needed it and had to put in a new one, making the patient undergo another intervention unnecessarily. We requested doppler ultrasound to rule out a thrombus and then a contrast plate where it was confirmed that the leak was very proximal because the contrast did not reach well and pericatheter was visible. We proceeded to remove the catheter by infusing serum at the same time and we could verify that it had a leak about 2 cm from the proximal part.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.